Event description:
It was reported that the health care professional (hcp) called for review of device data. Technical services reviewed the data and found there was noise that was being oversensed due to the patient having a medical procedure. Additionally, there was a stored pacemaker mediated tachycardia (pmt) episode due to an atrial or sinus driven rhythm. It was noted there were no out of range impedance measurements. At this time, the cardiac resynchronization therapy defibrillator (crt-d) remains in service. No adverse patient effects were reported.